Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded low out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the shock impedance value had remained at zero ohms for approximately two months. Additionally, an increase in capture thresholds was observed on both the left ventricular (lv) lead and this rv lead on a day approximately three months prior, after which the values returned to normal. A device data analysis was performed by ts and did not reveal any abnormalities. Ts recommended lead testing and a chest x-ray be performed as soon as possible to evaluate the patient, as delivering a shock with impedance lower than 12.5 ohms could potentially result in a device short circuit. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded low out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that the shock impedance value had remained at zero ohms for approximately two months. Additionally, an increase in capture thresholds was observed on both the left ventricular (lv) lead and this rv lead on a day approximately three months prior, after which the values returned to normal. A device data analysis was performed by ts and did not reveal any abnormalities. Ts recommended lead testing and a chest x-ray be performed as soon as possible to evaluate the patient, as delivering a shock with impedance lower than 12.5 ohms could potentially result in a device short circuit. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the patient underwent a chest x-ray were it was noted that this rv lead was dislodged. The tachy therapy was disabled and the plan is to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.